Event description:
Caller reports the patient tested greater than 8.0 inr and greater than 8.0 inr during duplicate testing on the coaguchek s system and 4.0 inr on a comparison lab. Vitamin k administered based on device results. No adverse event reported. Requested return of suspect device and replacement sent.